Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings and cautions: to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
The user facility reported a male patient of unknown age post cardiotomy cardiogenic shock / low cardiac output syndrome was to be implanted with an impella 5.5 for mechanical circulatory support. It was reported that the impella 5.5 was unable to pass the anastomosis. The 5.5 case was aborted. The patient outcome is unknown.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely patient condition related, the pump did not advance due to frictional resistance of the artificial blood vessel, and insertion was discontinued as per the clinical description provided. The instructions for use referenced in the initial report is for the impella 5.5 for use during cardiogenic shock in the following sections: section: use of impella with transcatheter aortic valves.